Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no code available - additional procedure required to replace the device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject® double lumen power-injectable PICC was placed on (B)(6) 2018 and found cracked where the hub and catheter meet on the purple lumen on (B)(6) 2018. A smartsite needle free valve was attached to the catheter and nothing was used to tighten or release the fitting. An additional procedure was required to remove and replace the device. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the reported used device was returned to cook inc. For evaluation. Visual examination verified the hub was cracked. Investigation: a document-based investigation reviewed the following: instructions for use, quality control specifications, manufacturing instructions, complaint history and the device history record. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no related nonconforming events that could contribute to this failure mode. A complaint history search revealed two additional similar complaints have been reported against this lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Conclusion based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to investigate this failure mode.